Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st echelon straight/flex: asku. What color cartridge was being used? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. After the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45w cartridge reload was loaded on the device. The cartridge was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a splenectomy procedure the device started to fire and then the device stopped. There was no cut line or staples deployed. Another device was used to complete the case with no patient.